Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient came to the hospital with pre-syncopal symptoms of dizziness. The right atrial lead was found dislodged in the atrium and had resulted in pacing inhibition. The right atrial lead was addressed with repositioning. On the same day, intermittent capture was noted on the right ventricular lead and it was believed to be caused by micro-perforation in the septum. The right ventricular lead was not replaced as a new lead could not successfully be implanted due to loss of capture and complete heart block. The patient received a temporary pacemaker for the time being. The right ventricular lead was replaced on the following day. The device demonstrated normal function and the patient was asymptomatic after receiving the temporary pacer.